Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s))"), angina pectoris ("heasrt ache") and pelvic pain ("chronic pelvic pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undrgo essure confirmation test". The patient's concurrent conditions included overweight and left lower quadrant pain since 7-sep-2016. Concomitant products included ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), nausea ("nausea"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type :urinary tract infection"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and fear ("scared"). The patient was treated with surgery (underwent left salpingectomy), surgery (salpingectomy (one side removal of fallopian tube )) and surgery (unilateral salpingectomy - laparoscopic left salpingectomy). Essure was removed on 4-oct-2016. At the time of the report, the device expulsion, fallopian tube perforation, angina pectoris, weight increased, nausea, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and fear outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, angina pectoris, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fear, headache, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016: laparoscopic left salpingectomy. The ligasure device was used to dissect the left fallopian tube along the mesosalpinx to the level of the cornua. The fallopian tube andessure device were removed through the 8 mm port.an additional coil was removed using the maryland grasper. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Patients current weight was 176 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : nausea, dyspareunia, abdominal pain. Concerning the injuries reported in this case the following one/ones were described in patients social media: fear, angina pectoris. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical records and social media report received. Reporter information updated. Concomitant condition,concomitant drug were added. Event added per pfs: urinary tract infection, depression, anxiety, bladder or urinary problems or change, migraines, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, migration of essure device location of device: uterine cavity, perforation (fallopian tube(s)), abdominal pain, event added per social media: menopause, fear. Onset date,outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cavity"), fallopian tube perforation ("perforation (fallopian tube(s))"), angina pectoris ("heasrt ache") and pelvic pain ("chronic pelvic pain/pain") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, left lower quadrant pain since (B)(6) 2016 and endometriosis. Concomitant products included cilest (ortho tri-cyclen) and ibuprofen (motrin). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced dysuria ("lack of control urine") and micturition urgency ("urine urgency"). In (B)(6) 2016, 1 year 5 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced angina pectoris (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type :urinary tract infection"), depression ("depression"), anxiety ("anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), seizure ("seizures"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), fear ("scared") and adnexa uteri cyst ("paratubal cyst"). The patient was treated with surgery (underwent left salpingectomy (B)(6) 2016).essure was removed. At the time of the report, the device expulsion, fallopian tube perforation, angina pectoris, weight increased, urinary tract infection, bladder disorder, urinary tract disorder, headache, seizure, allergy to metals, fear, adnexa uteri cyst, dysuria and micturition urgency outcome was unknown, the pelvic pain, dyspareunia, vaginal discharge and abdominal pain had resolved and the nausea, depression, anxiety, migraine, dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, angina pectoris, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, fear, headache, micturition urgency, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: removal details: (B)(6) 2016: laparoscopic left salpingectomy. The ligasure device was used to dissect the left fallopian tube along the mesosalpinx to the level of the cornua. The fallopian tube and essure device were removed through the 8 mm port. An additional coil was removed using the maryland grasper. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Patients current weight was 176 lbs. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming : nausea, dyspareunia, abdominal pain. Concerning the injuries reported in this case the following one/ones were described in patients social media: fear, angina pectoris. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters information updated. Events: paratubal cyst, dysuria, micturition urgency, were added. Concomitant drugs, concomitant disease were added. Events outcomes were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and nausea outcome was unknown. The reporter considered nausea, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.